Manufacturer narrative:
(B)(4). The device involved has not been returned to the manufacturer for evaluation at the time of this report. Complaint history trend analysis for this device for the period (B)(6) 2017 to (B)(6) 2018 found 25 complaints with this similar description. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device disconnects during patient use. Patient condition reported as "stable". No report of patient impact or consequence.